Manufacturer narrative:
Findings: unit passed operating currents, off no power test and error test. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor motor passed motor test. Drive support disk was inspected and no anomaly was noted. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 288 mg/dl at the time of the incident. User reports a motor error alarm during a bolus. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.